Event description:
Stryker bipolar- silver glides lot# :425608, non-stick, ref #: 6720-220-015. When bipolar in use the connection at finger hold, smoked and sparked melting the connection. Almost melted glove of handler. Gloves changed and no injury to patient.